Event description:
It was reported that during a device implantation procedure, there was some difficulty inserting the lead using a guidewire. Another lead was used and it could be positioned without any trouble. There were no adverse consequences to the patient prior, during and post procedure. The unused lead was then discarded as the patient had an infectious disease.